Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens was deployed prior to implantation into the anterior chamber. The surgery was completed with backup lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).